Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing of segmental resection of lung, they connected reload to the device. The surgeon fired the device, however, the handle was stiff and a crack sound was heard, and they could not fire the device any more. The surgeon confirmed the firing was stopped almost at the distal end of the cartridge then returned the knife to the initial position at once. They replaced the handle and reload. The surgeon fired 3 shots and 2 firings were successful. After the surgeon fired the third one, he tried to return the knife to the initial position, however, the black release button stopped on the halfway. The surgeon re-tried to pull the black release button back, and then a crack sound was heard and could pull the black release button back to the initial position. The surgical time was extended by more than 30 minutes. The device was removed from the tissue by force but no tissue damage was caused. There was no patient injury.

Manufacturer narrative:
Investigation summary post market vigilance (pmv) led an evaluation of three devices. The anvil clamping mechanisms were deformed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures.the root cause of the observed secondary damage was misuse of the product. Replication of the anvil clamping feature deformation may occur through manipulation of tissue using the anvil side of the reload, or clamping over excessive thickness. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.